Manufacturer narrative:
The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the that the device's exhaled tidal volume (vte) levels were low. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.